Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity was severe with unknown calcification. The aortic neck angulation is 50 degrees. It was reported that 18 months post stent graft implantation a request for a talent aortic cuff was requested. The CT demonstrated that there was no evidence of endoleak. However, on a follow-up CT 9 months later there was a type I endoleak present and the proximal neck had dilated due to disease progression. The patient is not a surgical candidate due to patient's age, health status and co-morbidities. The physician implanted one talent aortic cuff with an endoleak still present, the physician elected to implant a second talent aortic cuff with excellent results and the endoleak resolved. The physician elected to implant an iliac limb so the left iliac hypogastric artery was patent. No additional clinical sequelae were reported.